Event description:
It was reported that the patient presented to the hospital with swelling around the pocket. An infection was noted. The implantable cardioverter defibrillator and right ventricular lead were explanted. The patient was stable throughout.

Manufacturer narrative:
Analysis was normal. No anomalies were found.